Event description:
It was reported that this patient was in the hospital when it was discovered that this right ventricular (rv) lead had noise oversensing with some pacing inhibition of about 4 seconds. This rv lead was subsequently abandoned surgically and replaced. No adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.